Event description:
Upon attempting to discontinue the foley catheter(balloon deflated), the rn met resistance. The urologist was called to remove the catheter. Bleeding was witnessed upon removal and for a short time there after.